Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, new information received states a balloon rupture was not confirmed; however, a backflow of contrast/blood was noted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The tenku balloon dilatation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that during a procedure of the unspecified non-calcified or tortuous, eccentric, de novo lesion, after device preparation the 2.25 x 15 mm tenku balloon dilatation catheter (bdc) was delivered and during negative pressure on the balloon contrast/blood was noted to backflow. A balloon rupture was suspected and the device was removed from the anatomy without issue. A non-abbott balloon catheter was used to successfully complete the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.